Event description:
I had sculpsure (a cynosure procedure) performed almost a year ago and had four big problems with it: it is advertised as "painless and comfortable." That couldn't be further from the truth. I went through the worst contractions you can imagine when I had my last daughter and it is similar to that. It is pain that is probably a 9 on a scale of 10. During the procedure, I didn't think I could carry on. The only reason I was able to is because there are brief waves of no pain in between the excruciating pain; it left me with permanent scar tissue. Balls of scar tissue under my skin on each thigh where I had the procedure performed; I wasn't told that I would need multiple procedures to see results, but after the fact when I told them about the scar tissue they recommended I do the procedure again; the sculpsure yielded no positive cosmetic results whatsoever.